Event description:
Reporter stated that patient was found dead in their bed by caregiver. Cause of death is unknown and no autopsy will be done. Manufacturer has determined that sudep is probable. The reporter has stated the ncp system was unrelated to the death.

Manufacturer narrative:
Reporter stated ncp system unrelated to death event.